Event description:
The customer reported to olympus that the evis exera iii colonovideoscope that the water to clean the lens off is not working. The air/water button is working, but at the end of the scope water is not spraying to clean the lens off. They think that something is blocking it. It works for a second and then stops. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that air water supply, no flow-clog on cylinder side/removed foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a clog in the nozzle. In addition to air water supply, no flow-clog on cylinder side/removed foreign material, additional findings are as follows: the insulation t/s had no drop; there was a pinhole on switch 3 and a scratch; there was a switch malfunction on switch 2; there was minor play on the control knob; the distal end plastic cover had dents and scratches; the objective lens glue was worn; the light guide lens had debris; the bending section cover glue was cracked; the insertion tube had scratches; the air/water supply had no flow due to a cylinder side clogged with foreign material; the light guide tube had scratches; and the light guide prong/mount had loose cover glass. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be conclusively identified. It was noted that it looked like it came from the rubber on the biopsy valve. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.